Event description:
The following complaint was reported by the distributor: a concern has come in from one of the ccac's regarding aquacel ag. Have there been issues reported with aquacel ag shredding in a patient's wound?

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Additional information is being requested regarding the reported complaint. There are no add'l patient/event details available at this time. Should additional info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.